Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient fell multiple times and their device was not working and was giving the patient pain. The patient reported that they fell twice in (B)(6) 2017, once in (B)(6) 2017, and twice in (B)(6) 2017. It was reported that the patient was only feeling stimulation in their legs and it was supposed to be in their back. The patient reported that on group a, they felt stimulation in their legs, on group b they felt stimulation in their right leg, and on group c they felt stimulation in both of their legs. The patient noted that they went to the emergency room sometime in 2018 and that someone met with them in the ER to help them with their ins, but it ¿didn¿t work.¿ the patient met with a manufacturer representative three weeks ago and they tried to reprogram the ins without success. It was reported that the patient tried to connect to the ins with their patient programmer and it "wasn't reading nothing." The issue was resolved by repositioning the antenna. The patient mentioned that they turned off their ins because they were going to have a colonoscopy. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that her implant was removed on (B)(6) 2019 because she fell too many times and it stopped working. The patient stated she was in pain all the time since the implant had been removed and was given percocet. The patient clarified that the wires were still implanted and only the stimulator was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reiterated that they had fallen 'a bunch of times' and that their implant was not working. The patient was feeling unbearable pain down their leg. The patient recently moved to (B)(6) and did not have a managing physician, so physician listings were sent and they were advised to follow up with an hcp. No further complications were reported.